Event description:
A pt reported experiencing inaccurate results with a profile meter. The pt's blood glucose results were 123 mg/dl on their meter and 192mg/dl in the tab. Tests were done within 10 mins apart with a difference of 28%. Pt did not experience any adverse events change in medication. No further info has been reported.